Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted due to incarcerated ventral hernia. It was reported that the patient experienced adhesions, pain and infection. It was also reported that the patient underwent a removal surgery on (B)(6) 2016. No additional information was provided.